Event description:
It was reported that the brake defeat malfunctioned. A 1.25mm rotalink¿ plus was selected to treat the lesion. During preparation outside of the patient, it was noted that the brake did not block the rotawire on the advancer. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).